Manufacturer narrative:
A sample was received for evaluation, and a comprehensive investigation was conducted, which included a visual examination and functional testing. Visual examination revealed no defects that would impede the device's functionality. A low vacuum suction test was conducted at -150mmhg (-200mbar) and exhibited no issues. The device performed as intended, therefore a root cause could not be determined.

Manufacturer narrative:
A review of the device history record found no non-conformances during manufacturing. All products were manufactured, inspected and released in accordance with our established specifications. We have provided the customer with a prepaid fed-ex label to return the affected device, however, to date it has not been received for evaluation. Possible root causes include the following: ¿ the liner was bumped or jolted, inadvertently triggering the shut-off mechanism. ¿ the device was exposed to prolonged static vacuum pressure, which could result in tube collapse or cracking of the lid, thereby rendering it unusable. ¿ an air leak in the system which could be attributed to defective or cracked outer hard canister, lid not clipped properly, or loose connection. If liner is exposed to possible air leak, vacuum cannot be generated effectively, and liner will not generate enough negative pressure to suction fluid. However, without the ability to physically inspect the affected device, a definitive root cause cannot be determined.

Event description:
The customer reported that on (B)(6) 2025, a patient was found by the night shift in cardiopulmonary arrest on the bathroom floor. During CPR, aspiration of blood from the lungs due to massive hemoptysis was necessary to allow intubation. The wall suction unit malfunctioned, and it was necessary to retrieve a portable suction unit from the intensive care unit. The reported issue occurred with 3 different suspected devices, with 3 different lot numbers. The customer confirmed they did receive information on usage recommendations sent in 2017 and informed various departments within the hospital. The malfunction of the device delayed the emergency care of the patient, however the customer could not confirm that the patient's death was directly linked to the reported issue with the device, as the patient was in poor general condition.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.